Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. Visual inspection of the photographs did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink system non dehp solution set slipped out of an exactamix 2000 ml eva tpn bag, resulting in leakage. However, there was no contamination of the spike or the bag. The leak was observed after 18 hours of infusion. This occurred during patient infusion with tpn. There was no report of patient injury or medical intervention associated with this event. No additional information is available.